Event description:
Internal ade ID (B)(4). Pt's wife reported that the pt had passed away in (B)(6). Frequency: days 1, 8, and 15. Route: po. Dates of use: (B)(6) 2017, (B)(6) 2018. Diagnosis or reason for use: malignant neoplasm of unspecific. The product was not compounded. The product was not over-the-counter.